Manufacturer narrative:
The actual product was not returned to our company, but lot number was known, so we investigated the manufacturing and quality control records of lot#vhxxxa. As a result, no abnormality was found in records. No similar event using this lot#vhxxxa was reported globally. We decided to report this incident since we consider blood leak from the arterial header is an incident which might cause serious injury to the patient. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer". We will continue monitoring occurrence of these kinds of incidents.

Event description:
On (B)(6) 2019, this patient started the treatment with dialyzer, rexeed-25s. After 30 minutes from the beginning of the treatment, one side of the arterial header of the dialyzer housing lifted up, and the blood started coming out of the dialyzer. Therefore, the patient's treatment needed to be stopped urgently. All blood in the circuit was unable to be returned to the patient. The volume of the patient's blood loss was about 230 ml.